Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior foot separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. A conclusive cause for the reported unspecific failure mode and observed foot detachment could not be determined based on the returned device condition. Factors that contribute to foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract, foot was not retracted prior to attempted removal from femoral vessel. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event estimated the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide device relative to an unknown procedure. Reportedly, an unknown failure was noticed. An unknown method was used to achieve hemostasis. No additional information was provided.